Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned crt-d was below the reported battery voltage, which caused the device to generate a low battery voltage fault. The beep tones were not confirmed, however due to the fault the device would normally beep. Portions of the circuitry, including the battery, were isolated and tested. This detailed testing revealed damage to the device's bypass battery capacitor. Final analysis concluded that the premature battery depletion was due to a damaged bypass capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones. The patient was brought into the clinic and the device was interrogated. Upon interrogation a fault code displayed along with a message indicating "voltage is too low for projected remaining capacity." The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.